Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that system diagnostics recorded high impedances on one of the leads. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The report event of high impedance was not confirmed. As received, the returned lead passed the functional test. The cause of the reported event remains unknown.

Event description:
Additional information received identified that patient underwent surgical intervention wherein lead was explanted and replaced. Effective therapy was restored post operatively